Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals broken on the bottom case and plunger assembly. The top case had a chipped out corner on the lower left front. A review of the pump event history log found evidence of motor not running. Functional testing was performed using the occlusion test which was performed multiple times and was unable to duplicate the motor not running error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. To resolve the problem, the worm coupling and stepper motor were replaced for preventive measures and preventive maintenance was also performed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "motor not running" errors. No patient involvement reported.